Manufacturer narrative:
The sample is not available for evaluation. If any additional information becomes available a follow up medwatch will be submitted. (B)(4)

Event description:
The facility representative reported by phone a flogard "chews up tubing" complaint. Information was not provided regarding whether or not the problem occurred during a patient infusion but event occurred in the general patient ward. Although baxter attempted to obtain information, details were not available. According to the facility representative, no patient injury or medical intervention had been reported related to the report.